Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 147 mg/dl. Troubleshooting was done. Customer stated that insulin finally exited from tubing with manual plunger push. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.